Manufacturer narrative:
Date sent to the FDA: 11/12/2020. Additional information was requested, and the following was obtained: post-op event (cellulitis): were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? - no. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Please specify. - yes- clindamycin and gentamicin pre, intra, and post operatively what IV antibiotic was used to treat cellulitis during patient¿s re-admission? - vancomycin & rocephin (IV) were cultures performed? Results? - no cultures taken- no drainage, just erythema and swelling. Other relevant patient comorbidities/concomitant medications? - allergies/adrs to multiple medications. Product lot numbers for sxmp1b103 and sxpp1a404? - don't have what is physician¿s opinion as to the etiology of or contributing factors to these events? - unclear etiology, however, pt has multiple allergies/adrs. What is the patient current status? - pt is discharged from hospital and no longer taking antibiotics. Incision is no longer red/inflamed and is no longer has any drainage. Does the surgeon relate the vicryl suture to the post-op patient's reaction? - no, since this was used in past tka without reaction. Previous right knee replacement surgery: were the ethicon sutures used and had any issues in the previous right knee replacement surgery? - not used in previous knee surgery. If yes, was this case reported to ethicon? - n/a please specify product complaint (pc) number? - n/a the following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? What type of vicryl suture was used to substitute stratafix sxpp1b411? Does the surgeon relate the vicryl suture to the post-op patient's reaction? Post-op event (cellulitis): were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Please specify. What IV antibiotic was used to treat cellulitis during patient¿s re-admission? Were cultures performed? Results? Other relevant patient comorbidities/concomitant medications? Product lot numbers for sxmp1b103 and sxpp1a404? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient current status? Previous right knee replacement surgery: were the ethicon sutures used and had any issues in the previous right knee replacement surgery? - if yes, was this case reported to ethicon? - please specify product complaint (pc) number? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were reported via 2210968-2020-07796 and 2210968-2020-07797.

Event description:
It was reported that the patient underwent a left tka/total knee arthroplasty surgery on (B)(6) 2020 and the barbed suture was used in fascia. The patient developed cellulitis and was re-admitted. The patient was placed on antibiotic IV and she¿d developed a large red swollen cellulitis reaction on her left knee. The doctor opined that despite the reaction, he thought this knee was healing better than patient's last knee surgery. Additional information has been requested.